Manufacturer narrative:
Per (B)(4) combined report. Additional information, including operative notes and patient details were requested in order to progress with this investigation, however, it was confirmed that no further information regarding the revision could be provided and the explanted devices were not available for examination. Therefore, the investigation was very limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information that has been provided, no further investigation can be conducted and the root cause of the revisions could not be identified. Therefore, it is unknown whether or not the reported devices caused or contributed to the patient's experience and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Patient rang to enquire about his hip replacement. He reported that he had the primary procedure in 2004 followed by a revision in 2006. The reason for this revision is unknown, however, he has also had a recent revision for metallosis.